Manufacturer narrative:
The device was returned and evaluated by the supplier. The evaluation included a review of manufacturing records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the device found that the sensor was not functional. The sensor case was discolored, the sealant was lifting at the case rail, and there was a severe kink in the catheter material 5 cm from the sensor case. Due to the condition of the device as received, no additional testing was possible. Based on their evaluation, the supplier was able to confirm the reported complaint, but was unable to determine the cause of failure. It is suspected that fluid ingress at the lifting site could have discolored the sensor trace, though this could not be conclusively confirmed. A review of complaint records was performed, and there have been no other complaints against this lot. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Recognition issue. The patient is female and (B)(6). During icp procedure, the sensor could not be recognized. Changed the generator but issue remained. Changed the new sensor to complete. The issue occurred intraoperatively, post placement of the sensor. There was no report of patient harm.